Manufacturer narrative:
The reported issue was inconclusive. The root cause was not able to be isolated. It was reported that the nurses were trying to disconnect pads and continue therapy, but touch screen was frozen. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions-for-use under baw2800736 rev 0 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had soiled thigh pads. Nurses were trying to disconnect pads and continue therapy, but touch screen was frozen. Tried powering off and on the arctic sun device multiple times but nurse confirmed touch screen was still frozen. Advised they would have to swap out to an alternate device and send this one to biomed for evaluation.

Event description:
It was reported that the patient had soiled thigh pads. Nurses were trying to disconnect pads and continue therapy, but touch screen was frozen. Tried powering off and on the arctic sun device for multiple times but nurse confirmed touch screen was still frozen. Advised they would have to swap out to an alternate device and send this one to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.